Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a0501 captures the reportable event of tripwire detached. Block h10: the returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached and some of them were moved and overlapped, one band was broken, and another band was cracked/damaged. The trip wire was not detached from the handle. The suture thread was cut off, possibly during the device removal. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. No other problems with the device were noted. The reported event of trip wire detached was not confirmed. Upon analysis, it was found that the trip wire was not detached from the handle. The ligator housing teeth were bent, some bands were moved and overlapped, one band was broken, and other bands was cracked. These suggest that the device could not deploy. It is possible that the functionality of the device could have been affected in some way; perhaps excessive force, manipulation, or the patient's anatomical conditions could have contributed to the reported event. The suture thread was returned cut, since there is no information about a rupture of the suture thread, it is possible that the suture was cut off during the device removal, so, it was not coded as a problem. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, when the handle was rotated to deploy the band, the single string got detached from the trip wire. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, when the handle was rotated to deploy the band, the single string got detached from the trip wire. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).